Event description:
It was reported, the pt was revised due to instability after being implanted for 2.9 yr.

Manufacturer narrative:
Device not returned. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.